Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Loss of capture was reported on this lead. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported by a device nurse that there is some oversensing on this lv lead. The lead remains implanted, but will be evaluated further by xray to determine if the lead has moved positions. No adverse patient events were reported. Should additional information become available, this file will be updated.